Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display and damage. Customer's blood glucose at time of incident was unknown. The customer stated that the pump was giving off an alarm and display was flickering white but no text could be seen. The customer was advised that the pump will be replaced and revert to back up plan.

Manufacturer narrative:
After battery installation unit gave an unexpected blank / white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform functional testing including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to display anomaly. Device received with cracked keypad overlay at select button. Device received with minor scratched display window, case and keypad overlay texture damaged.